Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient weight not made available from the site. 01/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 01/07/2016 a medtronic representative, following-up at the site, reported the suction that was being use was the small standard tip malleable suction, #9735015, lot #141231d. The procedure was able to proceed as planned. Accuracy was not the concern, they were just unable to track the suction during navigation. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, a 2 millimeter inaccuracy was alleged in using both the navigated suction and blade. Both attachments were off by the same distance of 2 millimeters. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.